Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint lot. Historical performance was reviewed using data gathered from customers worldwide. Review shows the median patient result for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64527ud00 was identified.

Event description:
The customer observed falsely elevated architect troponin result on one patient. The result provided were: sid (B)(6) initial=143.7 pg/ml /repeated=0.0 and 255.8 pg/ml /recentrifuged and repeated=0.0 pg/ml /redrawn and repeated on different specimen from same patient sid (B)(6) initial=0.0 and 0.1 pg/ml laboratory reference range for troponin female=< 16 pg/ml; male= <34 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect troponin result on one patient. The result provided were: sid (B)(6) initial=143.7 pg/ml /repeated=0.0 and 255.8 pg/ml /recentrifuged and repeated=0.0 pg/ml /redrawn and repeated on different specimen from same patient sid (B)(6) initial=0.0 and 0.1 pg/ml laboratory reference range for troponin female=< 16 pg/ml; male= <34 pg/ml there was no reported impact to patient management.